Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a hip arthroscopy, it was reported that the beaver blade broke in half upon resection of the capsule. Follow up information received indicated that the device did break in the patient and the piece was removed with a grasper. A backup device was available to complete the procedure after a five minute delay.

Manufacturer narrative:
An evaluation was performed by smith & nephew and could confirm the customer complaint for the beaver blade breaking. A visual inspection was performed and showed the blade has been used in the field. The blade is broken in two pieces. Root cause undetermined after investigation review of the complaint history records were performed which confirmed there are other complaints issued for the failure mode for the beaver blade breaking however not for lot number 3123832. (B)(4).